Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/03/2008, 12/04/2008, and 12/11/2008 by phone, fax and mail. A completed questionnaire has not been received.